Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an error occurred during preparation for use, involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Event description:
Customer communication confirmed event occurred during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
Updated fields: b5, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: identified specific error code displayed - b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of imager. Olympus will continue to monitor field performance for this device.